Event description:
Customer called reporting a button error alarm on his insulin pump. He changed the battery but the device still does not work. Customer said he went to the beach and was caught in storm, so the device was exposed to rain moisture. Customer's blood glucose level is 170 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.